Event description:
It was reported "in the box of 5 idrt, one of the idrt had yellow dots on the sealing. The customer did not use it per caution. The device was not in contact with any patient. The event did not lead to an increase of surgery time."

Manufacturer narrative:
Integra has completed their internal investigation on 08/25/2014. Results: evaluation of complaint related device revealed stains were present on the tyvek pouch. The tear and leakage from the foil pouch likely occurred during shipping, as this product has undergone 100% inspection after sterilization and boxing processes. A review of the manufacturing records for lot 105b00286508 revealed the date of manufacture is 08/16/2013. There are no non-conformances related to idrt-ts 8x10, lot 105b00286508. (B)(4). Conclusion: root cause: it was determined that the most likely cause of this defect was due to the booklet pressing against the top left corner of the foil pouch insert. Repeated pressing caused a tear to occur and resulted in buffer leakage, causing the yellow dots observed. The root cause of the leakage was likely due to the booklet pressing against the foil pouch insert during shipping. CAPA has been initiated to address this failure mode.